Event description:
It was reported that an unspecified alarm occurred on the homechoice device. The home patient was not connected at the time of the alarm. It was noted that the homechoice alarmed with power restored when the machine was turned on. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that parts replaced during servicing could have caused or contributed to the reported difficulty. A review of the device history records revealed no failures or malfunctions related to the reported alarm. Upon conclusion of the investigation, the reported alarm could not be identified and the cause of the event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.